Event description:
Healthcare professional reporting rupture. Device remains implanted. This relates to the right device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Previous medwatch submission reported rupture. Upon receiving further information, it was noted that the device is non-abbvie. Hence unreporting the previously reported rupture.

Event description:
Previous medwatch submission reported rupture. Upon receiving further information, it was noted that the device is non-abbvie. Hence unreporting the previously reported rupture.